Event description:
A nurse reported a pt who was treated in 12/1995 into the horizontal forehead lines. On 2 january 1996, the pt developed erythema, raised wheal and pruritus at the treatment sites, which was believed to be a typical hypersensitivity. In 8/1996, topical hydrocortisone was prescribed. On 17 february 1998, follow up info was received. Continuous erythema persisted a long one horizontal forehead line with occasional pruritus with alcohol ingestion, stress, or exposure to heat.